Event description:
During the f/u of the device performed on (B) (4) and (B) (4) 2008, the recorded heart rate curve showed an unexpected slow rhythm periods. Additionally, av block episodes recorded in device memory showed unexpected pacing operations.

Manufacturer narrative:
(B) (4) - since the device remains implanted, the programmer files were reviewed. Conclusion: device operated within specifications. Specifications of avbii switch criterion in safer pacing mode might not be adapted to this pt physiology.